Event description:
It was reported that the ventilator failed the pressure transducer and the safety valve tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) that replaced expiratory channel printed circuit board (pcb). Visual inspection concludes excessive contamination/oxidation caused by a liquid spill on the pc board. With the consequence of potential short circuit. The conclusion into this matter is that the cause is that a spillage of liquid has occurred on the circuit boards, which has led to a temporarily short circuit and generated several technical errors. Unexpected spillage/liquid (user error)on the control pc-board may result in a short-circuit and cause a stop of ventilation. The device logs confirms the reported problem. The device was manufactured in 2008 and has an ingress protection degree applicable to requirements at that time. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).